Manufacturer narrative:
A ge service rep performed an onsite investigation. The workstation contacts were evaluated and found to be contaminated and oxidized. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported, the fluoroscopic image was doubled. Further info was received indicating that the images were unusable. No pt death or serious injury was reported related to this event.